Manufacturer narrative:
Sjm has limited information related tot he patient's medical history and is unable to form an opinion as to the relevancy of the patient's physician regarding medical history.

Event description:
Device 3 of 3 ref MFR report: 1627487-2014-02752 and 1627487-2014-02753. It was reported the patient is no longer using his scs system due to discomfort and not receiving any pain relief. Follow-up identified the patient's entire scs system was removed on (B)(6) 2014.